Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks and was currently in the intensive care unit. Episodes showed atrial fibrillation (af) with intermittent fallback pacing in the right ventricle as well as ventricular sensing. A bigeminal rhythm right before the arrhythmia was noted. The event was appropriately detected in the ventricular fibrillation zone where the rate was detected to be 287 bpm. No quick convert anti-tachycardia pacing (atp) delivered. A shock was delivered which was unsuccessful. A second shock was delivered which was also not successful. Following the delivery of the second shock, intermittent ventricular under sensing was noted which diverted the next shock. Sensing resumed with enough beats being sensed so that a third shock was finally delivered but only because the shock was committed. This converted the af but a slower ventricular tachycardia/ventricular fibrillation (vf) was still noted on the ventricular channel with intermittent ventricular under sensing. The end of the episode also appeared to show an external rescue shock as noted by a large deflection on the shock channel. That was also not successful in converting the arrhythmia. The arrhythmia was noted to be continuing at the end of the egm. Non sustained events showed continued intermittent ventricular under sensing with inappropriate atrial and rv pacing scattered throughout the episodes. Other episode showed the rhythm continuing with the first shock being delivered. Therapy was exhausted in an event with no success noted following delivery of the first shock. The end of the egm, however, does show intrinsic rhythm with intermittent appropriate pacing in the right ventricle but due to limitations with egm storage, cannot determine what converted the patient but suspect further external shocks were successful. With the failure of all internal shocks, no programming changes were recommended at this time. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.